Manufacturer narrative:
Based on the events as reported, the surgeon did not remove the echo ps positioning system from the patient as prescribed in the IFU. This complaint is confirmed as use related with no malfunction of the device. The warning section of the IFU states: ventralight st mesh is the only permanent implant component of the device. The inflation adapter and syringe are to be kept external to the patient and discarded after use. The echo ps positioning system (including the balloon, all connectors, and inflation tube) is to be removed from the patient and appropriately discarded as it is not part of the permanent implant. The IFU also states, to deflate and remove the echo ps¿ positioning system: to deflate the echo ps¿ positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. Begin removal of the echo ps¿ positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard® logo. Begin pulling the positioning system off the mesh in one smooth motion. Continue removing the echo ps¿ positioning system, pulling it up to the tip of the trocar. Remove both the echo ps¿ positioning system and trocar simultaneously. Verify that the echo ps¿ positioning system including the balloon, all mesh connectors, and the inflation tube is fully intact, discard the echo ps¿ positioning system appropriately. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2017 a bard ventralight st w/ echo ps was being used during ventral hernia repair procedure. As reported the surgeon inserted, inflated and fixated the mesh per procedure, realized he did not like the positioning of the mesh, removed the fixation, re-fixated the mesh again and due to the "manipulation" he closed the patient's incisions and the patient was brought to the recovery room. As reported, the surgeon then realized he inadvertently left the echo ps and inflation tube inside the patient, brought the patient back to the or and removed the echo ps and inflation tube without difficulty. As reported, the ventralight st mesh was left in place and the patient was not permanently injured or harmed.